Event description:
The end user reported that the starter hole of twenty flanges was off centered. After one day of usage, flange had torn off and clothes got dirty as well. End user had threw away the outer package so lot number was not available. No photo is available at this time.

Manufacturer narrative:
Device 6 of 20. As per the information reported by end user about dirty clothes, there is no imdrf clinical sign code available for selection, therefore, imdrf clinical sign code (B)(4) and imdrf health impact code (B)(4) have been added for appropriate term / code not available. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).